Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 12-nov-2018 with the following findings: on investigation, the black box data verified low battery warning on (B)(6) 2018 at 00:39 due to a sudden drop in voltage. The pump was powered on and exercised for 24 hours without any errors, warnings or alarms, no drop in voltage and no battery life alarms/warnings. The electrical current draws were evaluated and found to be within specifications. There was no moisture in the pump. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated the battery life is not lasting as it should. No information was provided regarding whether or not low battery alarms appeared in the alarm history or whether the customer attempted other batteries from a new pack. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.